Manufacturer narrative:
No patient sample was available for return, therefore, clinical specificity testing of negative control replicates was performed using in-house retained kits of the architect anti-hbs assay. All specifications were met indicating that the lot is performing acceptably. The ticket searches determined that there is no unusual activity for the likely cause lot and the complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Based on all available information and the results of this evaluation, the assay performed as intended. The architect anti-hbs reagent package insert and the architect anti-hbs troubleshooting guide contain information to address the current customer issue. Based on the information obtained through this evaluation and the information from the customer site, there is evidence to reasonably suggest that a product malfunction occurred. However, no systemic issue or product deficiency was identified. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82. (B)(6).

Event description:
The customer reports that one patient sample generated a reactive architect anti-hbs assay result of (B)(6) on an architect i2000sr analyzer. The sample was recentrifuged and retested with a similar reactive result. The sample tested non-reactive with a non-abbott methodology. This same sample tested non-reactive for (B)(6), and (B)(6). No suspect results were reported from the lab with no patient impact.